Manufacturer narrative:
Scanning electron microscopy (sem) analysis were performed on the returned device. The balloon was ultimately sent to the sem lab for further analysis and determined the balloon rupture may be attributed to mechanical damage to the outer surface. Mechanical damage was documented leading to or extending from the rupture edge at the rupture origin area. Additional areas of mechanical damage were documented on the outer surface adjacent to the rupture edge. No significant inner surface features related to the failure mechanism were observed.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat am 85% stenosed de novo lesion in the superficial femoral artery with heavy calcification. Three armada 18 balloon dilatation catheters (bdc0 were used in the procedure; however, the three balloons ruptured at 10 atmospheres (atm) during the first inflation. Another armada 18 balloon was used to continue the procedure. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.